Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Date of birth - 1975. Product location unknown.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on an unknown date in (B)(6) 2006. Subsequently, a revision procedure has been indicated due to tibia loosening and pain, associated with extreme activity. No further information has been provided. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to gross aseptic loosening of the femoral component and suspected loosening of the tibial component.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a left partial knee arthroplasty on an unknown date in (B)(6) 2006. Subsequently, a revision procedure has been indicated due to tibia loosening and pain, associated with extreme activity. No further information has been provided.